Event description:
It was reported that this atrial lead was an attempted implant. After lead placement, no sensing was detected on the pacing system analyzer. Multiple positions were tested; however, no signals were obtained, and the lead did not pace at the maximum pulse width and output. The issue persisted despite additional troubleshooting. The lead was replaced with a different model, and the procedure was successfully completed without adverse effects. The lead is expected to be returned.